Event description:
On (B)(6) 2014, during treatment of an internal carotid artery (ica) aneurysm it was reported that while deploying a second axium coil to complete the procedure, the coil had prematurely detached and migrated into the middle cerebral artery (mca). It was reported the migrated coil was successfully retrieved by snare without complication. There was no injury to the patient as a result of this event.

Manufacturer narrative:
The pusher assembly and implant coil were returned for evaluation already detached. The pushwire was found broken at approximately 137.75cm from the proximal end. The evaluation could not determine the cause of the event; however, the tortuous anatomy may have contributed to the reported event. The axium coil instructions for use (IFU) issues the following warning: "due to the delicate nature of the axium detachable coil, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions such as coil breakage and migration." All devices are 100% inspected for damages and irregularities during manufacture. The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. (B)(4).